Event description:
It was reported that during an lar procedure, when they opened the instrument, the detachable head assembly from the trocar on the top of the body of instrument was possibly easier to detach. The doctor used the instrument on the pt, 3 times tried to connect the instrument with the thorn. Then he decided to change this instrument with another instrument with a good result. All of the staples appeared to be formed and the staple line was complete. When doctors tested anastomosis, they realized leakage. A colostomy had to be done. Because the doctor worked a lot on the tissue, we suppose, that it was already damaged and that's why they realized leakage during the testing of anastomosis. It is unk if the colostomy will be permanent, the pt is expected to have a full recovery.

Manufacturer narrative:
Date sent: 03/11/2008. Info is unavailable; device was not returned for evaluation.